Event description:
It was reported that the wrong entries were programmed for the patient controlled analgesia pump module dose. There was patient involvement but no harm. The customer added the following information on 27 february 2026. The customer does not believe that the pump malfunctioned and suspects that it was a programming error. The event occurred on 20 february 2026 at 2155. The patient was a 64-year-old male admitted for sepesis due to mssa. The intended doses were hydromorphone pca basal - 0 nurse loading dose - 0.5 mg, patient pca dose - 0.3 mg, bolus lockout interval 10 minutes, one hour dose limit - 1.8 mg. 50 ml.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the reported event of ¿programming issue¿ could not be confirmed; the devices were not returned for investigation. No devices were returned for this investigation; therefore, an inspection, log review and tests could not be performed. Alaris system user manual (v12.3.2) states the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿programming issue¿ could not be determined since the devices were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the wrong entries were programmed for the patient controlled analgesia pump module dose. There was patient involvement but no harm. The customer added the following information on 27 february 2026. The customer does not believe that the pump malfunctioned and suspects that it was a programming error. The event occurred on 20 february 2026 at 2155. The patient was a 64-year-old male admitted for sepsis due to mssa. The intended doses were hydromorphone pca basal - 0 nurse loading dose - 0.5 mg, patient pca dose - 0.3 mg, bolus lockout interval 10 minutes, one hour dose limit - 1.8 mg. 50 ml.